Event description:
Following a successful infusion the catheter was removed from the patient and only half of the catheter remained. The rn manipulated the site and was unable to locate the fragment. An x-ray of the patient's left forearm was completed and no evidence of a retained foreign body was present.